Event description:
A confirmed reactive advia centaur xp (B)(6) result was reported by the customer, and the result was questioned. The physician stated that the patient was non reactive from an alternate laboratory. A second draw sample was run for (B)(6) and the result was (B)(6). The customer ran hbc total and anti-hbs on both sample draws and also repeated (B)(6) confirmatory testing. The (B)(6) results were both non reactive. The repeat (B)(6) confirmatory test confirmed the (B)(6) result. There was no known report of patient treatment being altered or adverse health consequences due to the discordant (B)(6) assay result.

Manufacturer narrative:
The cause for the repeat (B)(6) advia centaur xp (B)(6) result when compared to a non reactive alternate laboratory test result is unknown. The initially (B)(6) result was confirmed as (B)(6) confirmatory testing. No conclusion can be drawn. The instruction for use (IFU) states the following in the limitation section: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."